Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist restarted the affected device according to knowledge article (ka) - sync 2.0 - all devices not communicating - deadlineexceeded by connecting via remote support service (rss), opened the command shell, and executed the powershell command to restart the database synchronization device service. After completing the restart, tss verified that the disconnected mode icon was no longer present, confirming that communication was successfully restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, certain stations were not communicating, and a five hour delay was displayed in health sight viewer (hsv) for those stations. However, there were no delays, adverse events or injuries reported based on this event.